Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 22.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to a surgeon calculation error. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a zmb00 14.5 diopter iol. Reportedly, there was no serious patient injury. The patient is doing well post-operatively. No additional information was provided.